Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not functional. As received, the response buttons traces were creased. The cause of the non-functional response buttons is the damaged traces. The root cause of the creased traces cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.